Manufacturer narrative:
The field service engineer (fse) went on site and identified improper reaction buffer dispensing on one instrument (sn (B)(6)) and minor mechanical adjustments needed on a second (sn (B)(6)). Decontamination was also performed on a third instrument (sn (B)(6)). It was observed that the rinse valve was not dispensing consistent volumes and contamination in the associated reagent reservoir was detected for sn (B)(6). An fse replaced the valve and filters due to the contamination with a comment to also follow up with routine decontamination. No other issues were found for the remaining 3 instruments. The investigation was not able to identify a singular root cause. The probable contributing factors include instrument contamination (apparent on at least two instruments) and pre-analytic handling (e.g. Slide handling and tissue placement). The benchmark ultra vss software schedules decontamination of the instrument bulk bottles, reservoirs, and fluidic system every 90 days (an icon appears to alert/remind users). Per the operator's manual, the 20l carboys are also required to be decontaminated every 90 days.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of discrepant staining results for several patient samples tested on different benchmark ultra systems. The customer is experiencing significant inter-instrument variability across 6 different benchmark ultra systems. The same control tissue showed different staining patterns on each system. Some systems produce unexpected variations in staining intensity (weaker vs. Stronger signal), while others exhibit issues with homogeneity (patchy or uneven staining) on the same tissue structures.